Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat bladder not filling all the way. It was reported that the patient had a concurrent procedure of a vaginal hysterectomy performed during mesh implantation. It was reported that patient underwent mesh removal/revision on (B)(6) 2007. No additional information was provided.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and a sling was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.